Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history review found further instances of the reported event in the past years. The device was used for treatment. It was reported that the dressing film had low adhesion. The returned sample was evaluated. No issues were identified. The sample adhered to skin as would be expected. As with all adhesive products, the skin site must be thoroughly cleaned and dried prior to application. If there is any moisture on the skin surrounding the catheter, the adhesive performance of this dressing may be compromised. If the dressing becomes wet whilst applied, it may have to be removed and a new dressing applied. We have not been able to confirm a relationship between the event and the device. The investigation has been concluded as ¿no problem found¿. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment the dressing had a lack of adhesiveness. The device does not hold on the patient's skin. No harm or injury reported